Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the download data found that the device completed both priming sequences with an expected number of pulses in each sequence, delivered several boluses, and was deactivated by the user after running for 332 pulses. No damages or deficiencies were observed to the needle mechanism components that would result in the cannula retracting. The device was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula retracted; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 350 mg/dl while wearing the pod on the patient's leg for between 37 and 48 hours.